Manufacturer narrative:
Visual examination of the returned device revealed that a stent wire had perforated the outer sheath (figure 1, page 3). A functional evaluation revealed that it was possible to retract the outer sheath and partially deploy the stent. The partially deployed stent was reconstrained and then fully deployed without issue. Visual examination of the fully deployed stent revealed a bent distal stent wire at the location where it had perforated the outer sheath (figure 2, page 3). The cause of the bent stent wire remains undetermined. A review of the device history record (DHR) for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any additional complaints recorded for the same lot. The october 2007 15-month bare biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A wallstent endoprosthesis biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male pt in 2007. According to the complainant, "[during the procedure], the physician found the stent ... Could not be released." The procedure was completed with a different device (product and manufacturer unk). The pt's condition following the event was reported as "stable" and there were no pt complications reported as a result of this event.